Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 4th day, for 14 days) and amikacin injection (125mg, per day, for 14 days) for peritonitis. Eight days after event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.